Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, the twinfix anchor broke while being implanted. Surgery was completed with a back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or anchor returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material composition document found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include an application of excessive force or contact with another source. Based on this investigation, the need for corrective action is not indicated.